Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the analyzer failed a number of battery tests on the vxi tester. The analyzer was to be scrapped out and saved for failure analysis. (B)(4).

Event description:
The software analyzer returned as a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.